Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they don't think the "handheld" is working. Patient stated they had an appointment at hcp office in sioux falls and when they pulled it up on the computer to "do things with it", they said patient's implant has been off since 2019. Patient stated this is not right. Patient clarified by this they mean the handset was not recording it being on at all and it says patient's battery life is still like 5 years. Patient stated they were told this can't be right, that it can't be working right. Patient also reported when they have the handset on and the "battery pack" it's hard to connect and it has to be really close together. Patient also reported they can feel the stimulation at times and other times they can't feel it. Patient also mentioned if they turn on handset they can feel the stimulation. Patient stated it does not make sense. Agent reviewed general use of external devices and therapy overview. Agent inquired if patient has confirmed implant status and patient stated they have connected with implant and confirmed implant was on. Patient stated they worked with a pa at their dr's office who used patient's handset it was telling them that 90% of the time patient's implant was off. Patient stated they connected with their implant a time or two and it will say off and they don't know what is going on. Patient confirmed they have not turned implant off because they need it on. Patient stated they think patient's handset is having a problem that is causing this. Patient confirmed not near any significant emi. Patient stated they make sure to not get close to magnets. Recommended patient check status of implant if patient feels implant is off and redirected patient to their healthcare provider to further discuss. Patient stated they went for a bike ride and they felt like their implant was on the day before their dr appointment (patient mentioned after a while they get use to it), but reported at dr's appointment when hcp did the "reading" it said the implant was off. Patient stated hcp is thinking this is a problem with patient's handset, that patient's implant was on but patient's handset is giving incorrect information. Patient stated they think hcp was in clinician app and stated they check patient's device every year. Patient stated hcp was using patient's handset. Patient stated "they had to stand kind of close cause that battery thing doesn't go very far" (agent not clear what patient was referring to by this). Patient confirmed this was the pa at hcps office that was doing this. Agent unclear what application hcp was using or what hcp was seeing as patient was not with hcp at the time of the call. Agent provided patient with ts phone number for hcp to call to further discuss. When agent asked for event date, patient stated there have been times when they thought it was not working for them and they had an accident and they thought they needed to make a therapy adjustment. Patient also stated there have been a time or two when they connected with their implant and therapy was turned off. Patient confirmed they did not turn therapy off. Patient inquired if turning off the handset wrong could be causing this. Patient stated if they were to turn on the handset and "put the battery pack" they would feel stimulation. Patient stated when hcp went in to "whatever she went into this time" to check the battery life, hcp could not believe how much ba ttery life patient had. Patient also reported at first it wasn't loading the information. The patient called back and repeated information from the call summary regarding their hcp struggling to get proper readings, the ins had been turned off for 2 years unbeknownst to the patient, and the patient wasn't sure if the ins was working because they don't feel stimulation all the time. The patient mentioned that once in a while they have an accident, but not as frequent. The patient stated that they can feel stimulation if they increase stimulation or change to a different program, but it seems as though they no longer feel stimulation after they power off the handset and communicator. Agent reviewed that it can be normal to not feel stimulation. The patient wanted to ensure their handset and communicator were working properly. During the call the patient had one instance of 'device not responding,' which was resolved by repositioning the communicator. The patient confirmed therapy was turned on. Agent reviewed how to power off the external devices. The patient did not require further assistance.